Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was in clinical use during this issue occurrence. The procedure was completed as planned by performing complete system shutdown and reboot. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing, the fse found that the system intermittently failed to complete bootup, freezing on the loading screen. The user had been addressing the bootup freeze by flipping the main breaker (hard shutdown) to cycle the power. The fse observed that system could not be shut down from the review module or by using the off button on the mains power distribution unit (mpdu), and the mpdu off led was neither blinking nor lit which confirmed the mpdu failure. The log file analysis by national service specialist (nss) revealed multiple 2k2 messages and a disconnect between the rtl tz-x11 and the flex vision pc. After rebooting, the pcs were powered on, but the os and video output was not loading. A monitor was directly connected to the th-x33 on the host pc, no video signal was present, and no boot leds appeared on the host pc, which confirmed the host pc failure. The cause of the host pc and mpdu failure could not be conclusively determined by the supplier's part analysis however, the replacement of the mpdu control unit and the host pc by the fse resolved the reported issue and restored the functionality of the system. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.